Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely to the clinic via merlin.net. Review of the transmission revealed that the pacemaker exhibited t-wave oversensing. No intervention was performed. The patient was in stable condition.